Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The reported impact to the head might have weakened the fixation of the active electrode and could have contributed to the electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. Other damages found during device investigation are most likely related to the explantation surgery.this is a final report.

Event description:
The user suffered from a head trauma, no swelling was noted. Afterwards the hearing performance decreased. The user has been re-implanted on (B)(6), 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a head trauma, no swelling was noted. Afterwards the hearing performance decreased.